Event description:
It was reported that during a da vinci surgical procedure the monopolar curved scissors instrument was dull. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument scissors did not cut cleanly through .006" of latex. The latex gets snagged at the scissors tips, but the blades are not damaged. The blade edges are slightly rounded at the tips, negatively affecting cut performance. The decreased cable tension and/or belleville spring force may also be contributing to the poor cutting performance. Electrical continuity passed. Engineering also observed the distal end of the main tube had a .935" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.